Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported customer was hospitalized due to diabetes ketoacidosis. Blood glucose was 282 mg/dl at the time of admission. Customer's mother stated the insulin pump did not alarm no delivery. Customer was treated with manual injection. Customer's mother programmed a bolus to deliver insulin but nothing came out of the cannula. Customer was not available for troubleshooting at that time. Advised customer to change the infusion set every two to three days and use insulin that is not expired. No other information was reported.